Event description:
It was reported that 29 days after a coronary artery drug eluting stenting treatment procedure a thrombosis occurred. The target lesion was located in the proximal left anterior descending (lad) coronary artery. The lesion was predilated and a 3.0x20 mm taxus express2 drug eluting stent was implanted. 29 days later the patient presented with st elevations and chest pain. The lad was found to be closed off. An iq wire was inserted and the physician performed a "couple of passes" with a possis thrombectomy device. Then the physician treated the thrombosis with 3.5x20mm taxus express2 stent. The this resolved the st elevations. The patient was reported in stable condition. It was reported two day before this event the patient was taken off the medications plavix and asa by a cardiothoracic physician for a thoracotomy procedure. Additional information was requested but without any patient identifiers the catheterization lab manager was unable to answer additional follow up questions.